Manufacturer narrative:
The hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. This malfunction was previously addressed in the us through the device correction z-0182/188-2010. A maquet field service technician inspected the device and found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service.

Event description:
The customer reported that a spring arm broke and the cupola dropped onto the operating table after a surgery. There was no pt present in the room when the event occurred. No injuries were reported. (B)(4).